Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized. Treatment for the event was not reported. The cause of the peritonitis and outcome were unknown. Action taken with pd therapy was not reported. No additional information is available.